Event description:
It was reported that the customer experienced issues with the sensor the previous night. The customer stated that he received an alert from the sensor and that his blood glucose was 42 mg/dl. The customer treated his blood glucose with a soda. The customer received an alarm two to three later, notifying him that his blood glucose was 70 mg/dl. When he checked the meter, the meter showed a blood glucose of 193 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.